Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reau0022 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reau0022) have been reported from the same facility.

Event description:
On (B)(6) 2016 - facility reported to the sales rep, that during the procedure the catheter began to leak at the insertion site. Procedure was stopped. New device was used to complete. No patient injury reported.